Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the event reported was related to the implanted spinal cord stimulator manufactured by medtronic. On april 08, 2010, bsc became aware that a patient would undergo a lead revision procedure due to migration. During the procedure the doctor determined that the medtronic system was not working and it was replaced with a bsc precision? System. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).